Event description:
It was reported that noise, out of range high pacing impedance, and high capture thresholds were observed on the lead. The lead was capped and replaced. Patient condition was good after the event..

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.